Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced an unexplained pump stop and did not recall hearing an alarm. The system controller and patient cable were exchanged.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.